Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient's backside always seemed to ache and she didn't have any problems. The patient stated that the urinary symptoms resolved and she just needed to adjust again to try settings. The patient also noted that she went to an appointment on (B)(6) 2018. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient was having urgency and frequency symptoms for the past couple of months. The patient reported she had discomfort at the ins site and needed to take ibuprofen at night since implant on (B)(6) 2017. The patient reported she that she fell hard on the ice months ago in the winter. The patient noted she fell near the ins site. The patient noted there were no actions taken prior to the call. The patient reported she had an appointment with the healthcare professional (hcp) for a check up in (B)(6) 2018. The patient was going to try and change the program back t o what it was before she had better results with the previous program. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.